Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device on button led illuminates but the display was blank and none of the buttons were responsive upon power on, lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified an intermittent failure to boot up properly. Physio determined the cause for the malfunction to be the single board computer (sbc) on the system pcb assembly. A replacement device was provided to the customer.